Event description:
It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2014. The patient was told that it was normal end of life (eol). The patient was told that the battery would last 9 years but the ins only lasted 7 years. At replacement the patient was told 7-9 years. The patient was not made aware of any problems with the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).